Event description:
It was reported, the actual residual volume was greater than the expected residual volume. It was noted that "last month", the actual residual volume (arv) was approximately 9 to 10, and the expected residual volume (erv) was 3. Then it was reported that "last week", the arv was approximately 10 to 11, and the erv was 3. It was noted that the patient had been ¿hurting more¿ for the past 2 months. It was also noted that prior to this, there was no history of any issues or volume discrepancies, and that there were no pump alarms or indications of a pump problem during the refill the previous week. The reporter stated they would like to perform a dye study that afternoon. The pump was used to deliver 500 mcg/ml sufentanil at 329.97 mcg/day and 20mg/ml morphine at 13.199 mg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).